Event description:
It was reported that the health care professional (hcp) requested a review for this pacemaker following a surgical procedure. Technical services (ts) reviewed the device data and noted electromagnetic interference (emi) signals in the stored atrial tachy response (atr) episodes, potentially caused by electrocautery used during the procedure. The procedure was successfully completed, and no adverse patient effects were reported. This pacemaker remains in service.